Manufacturer narrative:
All buttons functioning properly during testing however, insulin pump had moisture damage to the keypad traces during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube, and cracked reservoir tube window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not provide the blood glucose reading. The caller noted that the keypad anomaly occurred once the night prior and again at the time of the call. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.